Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for another lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was broken. (B)(4).

Manufacturer narrative:
Date of event: unk to (B)(6) 2016. (B)(4).

Manufacturer narrative:
Corrected data: (B)(6). Previous age is incorrect. Date of event: (B)(6) 2015 to unk - previous date of event is incorrect. Claim #(B)(4).